Event description:
The patient reported a jumping, pulsing sensation in their abdomen. The following physician confirmed that the patient was experiencing extracardiac stimulation in their pectoral region from the left ventricular (lv) lead. Reprogramming was performed but occasional stimulation was still observed. Further attempts to program around the stimulation were to be made at the patient's next visit. The lead remains in use. No further patient complications have been reported as a result of this event.